Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer sent e-mail stating when she removed the tampon, she found it had unraveled inside her. She opened a couple of other tampons in the box and they had a split in them which unraveled easily too. No injury was reported.

Manufacturer narrative:
08-oct-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Consumer sent e-mail stating when she removed the tampon, she found it had unraveled inside her. She opened a couple of other tampons in the box and they had a split in them which unraveled easily too. No injury was reported.